Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited greater than 2000 ohms bipolar impedance on (B) (6) 2009. At that time the lead was programmed unipolar; unipolar atrial impedance was 219 ohms. On (B) (6) 2010, the unipolar lead impedance was less than 200 ohms. The lead would be monitored.